Event description:
It was reported that during a hand assisted lap gastric resection there was cancer along the curvature of the stomach. They were trying to staple the stomach away from the mass and the device was difficult to fire. The surgeon stated that both pieces of the device scissored. The staple line was bleeding, but not enough for a blood transfusion to given. The surgeon was not sure if the staples were formed completely. He was mainly focused on the bleeding. The surgeon did notice that the device had fired ninety percent of the way. At the distal end of the device there were staples that were not formed and still in the staple pockets. The device was being used through the dextrus. There was no buttressing material being used. The device was not being fired across any staples or clips. A different device was used to complete the case. There was no additional patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.